Manufacturer narrative:
The field service engineer evaluated the device and was unable to duplicate the reported problem. There were no parts replaced.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
The customer reported the device does not vent air. No patient harm reported.